Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a bolus and afterward the customer's blood glucose (bg) level was over 400 mg/dl. The customer did not think that the insulin was delivered. Another bolus was attempted a half hour later and the pump alerted that no insulin was delivered; however, the bg level had lowered to 200 mg/dl. The customer had changed out the infusion set and cartridge. The customer reported that the pump "seems to be working now". Tandem technical support reviewed the pump data and found that the customer received an occlusion alarm and the customer was notified.